Event description:
It was reported that the diagnostic mobile programmer application displayed an diagnostic error code. Troubleshooting steps were taken to validate the credentials and associated to a no service type account and was able to authenticate with those credentials on tablet and was able to interrogate the test implantable device. Other troubleshooting steps such as hard close the application, turn off the carelinksync, turn off wireless-fidelity (wi-fi), connected to personal hotspot, forced re-authentication with clock trick and tried other valid credentials, resetting password, tried other tablet, uninstalled/ re-installed app and authenticated with original no-service type credentials. It was noted that the command history viewer showed successful communication but there was no patient data disk (pdd) in package splitter. It was further reported the implantable cardiac monitor (icm) cardiac compass report displayed with vertical lines. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.